Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the right kidney during a ureteral lithotripsy procedure performed on (B)(6) 2023. During the procedure, a zero tip basket was used in an attempt to remove stones in the right kidney. However, the basket wire separated and dislodged during the attempt. There was no stone inside the basket when the basket wire separated. Another zero tip basket was used to complete the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.